Manufacturer narrative:
The adaptiveclean brush head is an accessory to the sonicare plaque control power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.